Manufacturer narrative:
B3: date of event - data was provided for results recorded 2017-2025. 01jan2017 selected as the earliest possible date of event. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration, device manufacture dates, and unique identifier (UDI) # are unknown. Device evaluation: under the terms and conditions of the study, anonymized data was provided. No products were returned as part of the study. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. The events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc.

Event description:
Boston scientific performed a retrospective data analysis of ehr data collected at index procedure and any visit up to 30 days post procedure following the use of a blazer dx-20 catheter using the 3aware digital platform. Patient data was de-identified. Adverse events were identified through the respective cpt/ICD-10 coding, hospital encounters, procedural notes, office visits, progress notes, and post-op notes. The procedures were performed from 2017 to 2025 (present). These analyses are being performed to assess the continued safety and effectiveness of the blazer dx-20 catheters through the collection and analysis of safety and performance data via retrospective chart review of real-world ehr data. Rates of adverse events following the use of a blazer dx-20 catheter were assessed in three patient cohorts for patients being treated for ventricular tachycardia (vt), atrial fibrillation (af), and supraventricular tachycardia (svt). A total of 35 patients underwent a procedure using a blazer dx-20 catheter in the vt patient cohort. The following is a summary of those results from 2017 to 2025 (present): angina rates for procedure related blazer dx-20 catheter cases in the vt patient cohort: 1 out of 35 patients resulting in an event rate of (B)(4) in this cohort. Arrhythmia rates for procedure related blazer dx-20 catheter cases in the vt patient cohort: 1 out of 35 patients resulting in an event rate of (B)(4) in this cohort. Low blood pressure/ hypotension rates for procedure related blazer dx-20 catheter cases in the vt patient cohort: 1 out of 35 patients resulting in an event rate of (B)(4) in this cohort. Pericardial effusion rates for procedure related blazer dx-20 catheter cases in the vt patient cohort: 2 out of 35 patients resulting in an event rate of (B)(4) in this cohort. Pneumonia rates for procedure related blazer dx-20 catheter cases in the vt patient cohort: 1 out of 35 patients resulting in an event rate of (B)(4) in this cohort. Renal failure rates for procedure related blazer dx-20 catheter cases in the vt patient cohort: 1 out of 35 patients resulting in an event rate of (B)(4) in this cohort. The total rate of possible adverse events from the vt patient cohort is 6 out of 35 patients resulting in a total event rate of (B)(4) [95% confidence interval: 6.6%-33.6%] from this patient cohort. A total of 165 patients underwent a procedure using a blazer dx-20 catheter in the af patient cohort. The following is a summary of those results from 2017 to 2025 (present): additional surgery rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Angina rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 2 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Arrhythmia rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 2 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Aspiration pneumonitis rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Cellulitis rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Fistula rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Heart failure/congestive heart failure rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 2 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Hematuria rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Low blood pressure/ hypotension rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Pericardial effusion rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Pleural effusion rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 3 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Pneumonia rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Renal impairment rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Respiratory tract infection rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Urinary retention rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Urinary tract infection rates for procedure related blazer dx-20 catheter cases in the af patient cohort: 2 out of 165 patients resulting in an event rate of (B)(4) in this cohort. The total rate of possible adverse events from the af patient cohort is 22 out of 165 patients resulting in a total event rate of (B)(4) [95% confidence interval: 8.5% - 19.5%] from this patient cohort. A total of 165 patients underwent a procedure using a blazer dx-20 catheter in the svt patient cohort. The following is a summary of those results from 2017 to 2025 (present): altered state of consciousness rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Angina rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 2 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Arrhythmia rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Dysphagia/ odynophagia rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Hematoma rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Low blood pressure/ hypotension rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Pericardial effusion rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of(B)(4) in this cohort. Pleural effusion rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Pneumothorax rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. Urinary tract infection rates for procedure related blazer dx-20 catheter cases in the svt patient cohort: 1 out of 165 patients resulting in an event rate of (B)(4) in this cohort. The total rate of possible adverse events from the svt patient cohort is 10 out of 165 patients resulting in a total event rate of (B)(4) [95% confidence interval: 2.9% - 10.9%] from this patient cohort.